Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017,that on (B)(6) 2017, the readings on the patient's dexcom cgm were all over the place and inconsistent. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event. The root cause could not be determined. This complaint is reportable based on the finding of inaccurate cgm values.